Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was reported that the peritonitis was possibly caused by constipation; however, this could not be medically confirmed. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Six days after hospitalization, the patient was discharged and has recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested, but is not available. This is report 1 of 5 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).